Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all internal wires were broken. This would have contributed to the patient¿s loss of therapy. The broken wires are consistent with the lead being subjected to an overstress condition while implanted. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. Diagnostics revealed high impedance and reprogramming was not possible. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead. Reportedly, therapy was restored.